Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in-clinic device check-up, atrial lead noise was observed on the atrial and ventricular leads initially as mode switching episodes. Noise was reproducible with left arm provocations. It is suspected the noise was related to an atrial lead issue. The atrial lead noise was provoked and determined to be myopotential sensing. The atrial lead has essentially been turned off for pacing and for supraventricular tachycardia discrimination. The patient will be monitored with routine follow-up. No further information is available.